Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio pro meter read inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 8am. The patient claims he woke up that morning feeling a symptom of dizzy and had "pain in his kidneys" which he associated with high blood glucose. The patient tested his blood glucose and obtained a result of "155 mg/dl" with the subject meter. It is not specified how the patient manages his diabetes; however, denied making changes to his usual management routine at that time. The patient proceeded to eat his breakfast that morning. After, the patient claimed he started to feel nausea. More than 30 minutes after testing with the subject meter, the patient tested on another meter which gave him a "high glucose alert" message. The patient contacted the hospital who advised him to administer self insulin (type/ amount not specified). The patient confirmed he has been taking cortisone injections which elevates his blood glucose values. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient obtained a blood glucose result with another meter suggestive of a serious injury and was advised to administer insulin by his health care professional (hcp) as treatment. There is also evidence of a potential delay in treatment based on the alleged low blood glucose result obtained with the subject meter. The onetouch verio recall letter involves users obtaining low results when the blood glucose is over 1023 mg/dl. The user would obtain a result that is 1024 mg/dl less than what the meter actually measures. Patients with such high blood glucose would need admission to the hospital and would not feel better after one shot of insulin. Therefore, this case is not related to the recall issue.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2013) - correction: for the report submitted on (B)(6) 2013, the following statement was included in the conclusion: ¿ the onetouch verio recall letter involves users obtaining low results when the blood glucose is over 1023 mg/dl. The user would obtain a result that is 1024 mg/dl less than what the meter actually measures. Patients with such high blood glucose would need admission to the hospital and would not feel better after one shot of insulin. Therefore, this case is not related to the recall issue.¿ upon a retrospective review of this complaint, the director of medical affairs has concluded it is possible this complaint could have been linked to the verio meter recall issue. Therefore, please disregard the statement in the initial report submitted, since it cannot be confirmed that the meter is not linked to the recall issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.